Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the following procedures, on (B)(6) 2008 bso and injection of periurethral bulking agent, on (B)(6) 2010 excision of mesh and urethral exploration, and on (B)(6) 2013 rectocele repair, perineorrhaphy and vaginal cuff placation.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with elevate mesh. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with cystoscopy due to cystocele and stress urinary incontinence. (B)(6).

Manufacturer narrative:
It was reported that the patient experienced erosion, pelvic pain, incontinence, bladder infections, difficulty during sex, uti and yeast infections. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a paracervical block and dilatation and curettage. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a laparoscopic supracervical hysterectomy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on and mesh was implanted due to urinary incontinence, and chronic pelvic pain. It was reported that the patient underwent a hysterectomy on [(B)(6) 2007], bilateral salpingo- oophorectomy on [(B)(6) 2008], partial excision of tape, revision of vaginal erosion, and excision of eroded vaginal mesh on [(B)(6) 2009], eroded mesh excision on [(B)(6) 2010], vaginal mesh placement, mesh [(B)(6) 2011], and revision of tape on [(B)(6) 2011]. (B)(6).

Event description:
It was reported that the patient underwent surgical procedures on various dates. The patient had mesh implanted on (B)(6) 2005, (B)(6) 2006, and (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.